Event description:
During a follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was unable to be interrogated. No intervention was performed to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of loss of telemetry was confirmed. The device could not be interrogated due to code corruption which also resulted in backup operation. No information was received regarding possible electromagnetic interference. The cause of the code corruption could not be determined. After correcting the code corruption and reloading product code, the device could be interrogated, and further telemetry tests revealed no anomalies. Further analysis found the device battery is still above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.